Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and no non-conformances or issues were found. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump did not deliver food and that it did not alarm. They were not able to provide more specific information regarding this complaint. The initial reporter also stated that the patient did not have any adverse effects due to the complaint. [Complaint-(B)(4)].

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and no non-conformances or issues were found. When the pump was returned to mmdg for investigation the pump operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump did not deliver food and that it did not alarm. They were not able to provide more specific information regarding this complaint. The initial reporter also stated that the patient did not have any adverse effects due to the complaint. (B)(4).